Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some programming options. Also, the shock impedance is high and out of range. A review of the system history data indicates the impedance has been high since implant. The system was then programmed off to prevent inappropriate shocks. There were no additional adverse patient effects.